Manufacturer narrative:
Evaluation method, results, conclusion: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. At the time, the system was marketed as a philips system identical to a schwarzer system. Since the systems are identical, the registration code philips has used to market the system is the one for the schwarzer system. The code was registered by schwarzer and not by philips.

Event description:
This system's polygraph would not turn on in an emergency.